Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6), event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) had no EKG signal. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that there was no EKG signal. The fse cleaned the connector between the EKG cable and the circuit board. It was found that after reconnecting, the EKG signal came back normally. No parts were replaced. The unit passed all functional and safety checks to factory specifications and was returned for use.